Event description:
Caller states the aviva meter appeared to have "exploded on the inside and cracked the outside of screen." No adverse event reported. Requests return of suspect device, and replacement was sent.